Manufacturer narrative:
UDI related data quality updates only.

Event description:
This report is to advise of fracture noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Conductor wire 2 had been fractured at the ring joint, consistent with the reported noise issue. Conductor wire 14 was fractured and exposed prior to analysis. In addition, the electrodes were displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fractured conductor wire and displaced electrode remains unknown.